Event description:
Received info stating that due to a ventilator malfunction pt was placed on a second ventilator. Pt was not harmed or injured as a result of the event. The customer reported to have replaced the power supply. The ventilator passed all testing. Covidien was not authorized to service the device.

Manufacturer narrative:
(B)(4).